Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (780 mg/dl) with ketones. Customer was hospitalized and treated with intravenous insulin. The issue was resolved with no permanent damage. Customer was discharged from the hospital on (B)(6) 2020. Cause of the event could not be determined. Customer reported no issues with pump or supplies. At the time of report, customer¿s blood glucose was 280 mg/dl.